Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient broke out in hives in between shoulder blade and underneath the therapy electrodes. Patient reported that it was itchy. There was no alleged device malfunction contributing to the irritation. Patient began using a cortisone cream and was also advised to use cornstarch by a physician. Follow up indicated that the rash has improved.